Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported cable failure. When connected to known, good, test verathon equipment, the smart cable failed to be recognized. Upon visual inspection, no sign of damage to the cable's hdmi connector was observed. The customer's smart cable failed verathon's device functionality testing. Upon completion of the device evaluation, the customer's smart cable was scrapped due to already being provided a replacement and there being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image would disappear intermittently and displayed an error message that the cable was not connected. The procedure was completed using a different glidescope core smart cable which was made available in few seconds. No delay in the procedure or harm to the patient was reported.